Event description:
Hold for rw 1.23. The user facility reported that the involved tr band was defective. The pillow wouldn't hold air. Procedure being performed was a heart catheterization. The event occurred post-operative. The patient was not injured during the event and medical/surgical intervention was not needed. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received on 16 jan 2024: 18ml's of air were injected into the tr band when it was applied. Tr band started to deflate immediately. A new tr band was applied to achieve hemostasis. No noticeable damage to the device. Patient is stable.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: supply tech. The actual device has not been returned for evaluation. The investigation is currently ongoing. A followup report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).